Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had been exposed to moisture and was not working anymore. They went in the water with it. There was fluid under the display. The screen was blank and would not turn on. Their blood glucose level was 515 mg/dl which they treated with a manual injection. There was also a crack on the insulin pump. The customer declined to return the insulin pump for analysis.